Event description:
Customer reported that a zosyn dose, set to run over 4 hours, reached the end of the time period with volume remaining in the bag. There was no report of pt harm or medical intervention required. Although request for add'l info have been made on multiple occasions, no further details have been provided.

Manufacturer narrative:
(B)(4): log review pending. The customer has requested an event log review. Event logs have been received. A f/u report will be submitted with the investigation results upon completion of the eval.